Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of would not turn on and gave error messages, the programmer intermittently booted to a black screen. Therefore, the microprocessor unit was replaced. It was indicated that there was a loose connector on a circuit board. The circuit board was replaced. The hard drive health was found to be less than 100%. The hard drive was replaced as a preventative, and reimaged and loaded with updated software. It was also indicated that the upper case had signs of corrosion, the upper right hinge was broken, the system fan was noisy, the power supply was noisy, and the right side of the keyboard was pulling apart. All these parts and the handle were replaced and the programmer passed all functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not turn on, was giving error messages. It was also reported that the radio frequency (rf) programmer head would not interrogate devices without manipulation of the cord connection and the rubber backing was missing. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.